Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented with bradycardia due to high capture threshold and increased pacing impedance on the right ventricular lead. Programming changes were made and an x-ray was performed that did not find any visible fracture. However, due to the patient's worsening bradycardia symptoms, the lead was capped and replaced in a procedure on 29 apr 2021. Post-procedure the patient was discharged.